Event description:
It was reported that a boston scientific sales representative was contacted to perform system evaluation for this patient who was currently hospitalized. The patient experienced a syncopal episode, and a root cause was not evident. The patient has a boston scientific implantable pulse generator with competitive atrial and right ventricular leads. The physician does not suspect the implanted products caused or contributed to the observed loss of consciousness as normal device operation was confirmed. It was noted that the patient was scheduled for system replacement the following week; however, the reason for the procedure was unknown. The local area sales representative was contacted for additional information and confirmed the system was explanted due to infection. The device will not be returned for evaluation and a replacement system was not implanted as the patient is not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.